Manufacturer narrative:
(B)(4). Unit received with constant insulin flow blocked alarm due to moisture damage on fsr. Unable to perform displacement test due to insulin flow blocked alarm. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow blocked alarm during fill tubing. Advise customer to replace plunger and manually push plunger very slowly, while keeping the reservoir straight and verify insulin exits the tubing. Customer stated that insulin did exit. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.